Manufacturer narrative:
H10: device evaluation: one continuous positive airway pressure (CPAP) device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all tamper seals on the bottom and the instruction label were damaged or removed upon receipt. The device was received in with a bowed front panel above the manometer, the relief pressure knob and tidal volume knob contained nicks. The tidal volume knob does not spin smoothly and continues to spin past its end stops. The retaining screws on the electrical chassis are loose, the dump valve is stuck to the front panel and the lid spacer is missing. Error codes from the event history log (ehl) are not available. The customer reported issue was confirmed, the dump valve had become disconnected from the frequency block. The root cause of the reported issue could not be determined but is likely attributed to user interface. The frequency control block was replaced to correct the issue. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional event information received indicating no patient involvement (updated b5, a1). H6: event problem and evaluation codes: updates not required.

Event description:
Additional info received via email 20-oct-2022: device was dropped during transport. No patient harm or therapy delay was reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device has rattling inside. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.